Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during pretest, water leakage was noted around the balloon. Subsequently, the device was replaced.

Manufacturer narrative:
Received only the catheter. The reported issue was confirmed; however, the cause is unknown. No physical abnormalities were found. Per functional testing: the sample was inflated with water and observed water leaking from the sac. Sample was examined and observed pinhole at sac collar. The pinhole was examined under microscope and noted to be small. Unable to determine how and when problem occurred. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] This can lead to premature deflation." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the pretest, the balloon leaked. Subsequently, the device was replaced.